Event description:
The crit-line adapter became loose during hemodialysis treatment after the venous pressure increased. The adapter had been tightened prior to use.====================== manufacturer response for crit-line adapter, (brand not provided)======================no response yet